Event description:
It was reported that during a ladg procedure, the tissue pad was broken outside the body in 15 minutes. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further eval could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.